Manufacturer narrative:
Veeva case: (B)(4).

Event description:
She accidentally ingested polident cleanser orally, thinking it was a pill. [Accidental ingestion of drug]. Case description: on 2024-07-08 a spontaneous case was reported in korea (the republic of) by a(n) consumer or other non-health professional via (phone) call center representative. The report concerns a(n) female consumer. The consumer received polident cleanser (napc+potm+taed tablet) lot number was asked but unknown, expiry date was unknown for indication(s) drug use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident cleanser, the consumer was hospitalized due to accidental exposure to product (she accidentally ingested polident cleanser orally, thinking it was a pill). The outcome of the event accidental exposure to product (she accidentally ingested polident cleanser orally, thinking it was a pill) was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for polident cleanser was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality was not reported / not assessable for the event accidental exposure to product with respect to product polident cleanser effervescent tablet. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "my grandmother is hospitalized in a nursing hospital, and she said she accidentally ingested polident cleanser orally, thinking it was a pill. She only said it was a white pill, and it's not possible to confirm right now whether it's the 5-minute quick plus product or the night product. They've already done a stomach lavage at the hospital, but won't there be any problems with her body in the future? Was there any cases of accidents resulting in death after ingestion?".